Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 customer alleges insulin pump has cosmetic damage(crack at the back of pump). In addition, customer alleges pump received an unexpected pump error alarm(e/a alarm unspecified) after moisture exposure, then pump had a constant blank display after. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, moisture damage in battery tube, and cracked retainer ring. Blank display noted after battery installation. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify e/a alarm unspecified due to blank display. Unable to download insulin pump's history and trace files using thus software due to blank display. In summary, customers allegation for cosmetic damage(crack at the back of pump) was confirmed during visual inspection where cracked case on the battery tube side was noted. In addition, customers allegation for blank display was confirmed due to severe moisture damage on the electronic assembly. Swapped pcb 1 with a test board, and device still gave out blank display due to severe moisture damage at the electronic assemblies. Lastly, customers allegation for receiving an unexpected pump error alarm(e/a alarm unspecified) is unable to be confirmed due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin had pump error alarm. Insulin pump was exposed of moisture and was turn off. Customer stated had crack on the back of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.